Manufacturer narrative:
A philips remote support engineer (rse) talked to the customer and confirmed the customer allegation that the pic ix system in nicu and pcu will not connect. A philips field service engineer (fse) was dispatched onsite. He found that the nicu pc rebooted earlier the day. The application reboot was caused due to iu networking team making a change to dhcp server in the background. This network changes caused the application to restart which caused the connection loss. Based on the information available and the testing conducted, the reported problem was due to the customer making changes to the network. The reported problem was confirmed. The fse confirmed the system is connected and hl7 is going out. As well he pulled logs and ensured all tele boxes are working. It has been concluded that no further action is required at this time.

Event description:
It was reported the system has lost connection. The device was in use on a patient. There was no report of patient or user harm.